Event description:
It was reported a peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 718 with 81% polymorphonuclear cells. The patient was treated with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for four weeks. The doctor extended the duration of the antibiotic therapy on this episode. No cause for the peritonitis was documented. The patient was not hospitalized.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the patient¿s peritonitis was not provided, the culture results of coagulase-negative staphylococcus, a pathogen found on the skin and hands, suggests contamination. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient had an infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy effluent. Pd cultures were obtained. The cultures resulted positive for gram-positive coagulase-negative staphylococcus. The pd effluent white blood cells (wbc) were 718 with 81% polymorphonuclear cells. The patient was treated with the patient home antibiotic kit with intraperitoneal (ip) vancomycin 1500mg per peritonitis protocol for four weeks. The doctor extended the duration of the antibiotic therapy on this episode. No cause for the peritonitis was documented. The patient was not hospitalized.